Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown), the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continute treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.